Manufacturer narrative:
(B)(4). Concomitant medical products: unk arcos revision stem, pn unknown , ln unknown. Unk sts distal body, pn unknown , ln unknown. Unk proximal cone, pn unknown , ln unknown. Unk g7 cup, pn unknown , ln unknown. Unk ceramic head. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-04411, 0001825034-2019-04412, 0001825034-2019-04256, 0001825034-2019-04257. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision due to an infection. . Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.